Event description:
The device was being used in the cath lab and reportedly displayed xxx in the blood pressure portion of the display screen when the defibrillator was discharged and the device allegedly "locked up". Power was cycled and proper operation was restored. The pt's outcome and details were not released by the facility.